Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. During the procedure, the needle broke. No adverse pt consequences were reported. Additional info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00996. The same pt is represented in each medwatch.